Event description:
It was reported that this right ventricular (rv) lead was completely severed due to surgical-induced damaged during a device replacement. The lead was abandoned, not capped and a new lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.